Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle retraction is slow. This occurred on 3 occasions. The following information was provided by the initial reporter: the speed of needle retraction is more slowly than before that they had used.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: our quality engineer inspected the representative sample submitted for evaluation. Bd received one unused representative 20ga insyte autoguard unit within an undamaged sealed package from reference number (B)(4), lot number 0085011. Through the visual examination, the unit reveals all components to be present and intact without any damage. A functional test was performed to test the total retraction time. The unit was confirmed to be within specification. Based on the observations and testing conducted, the unused representative sample demonstrated no anomalies or damage and met requirement for total retraction time per specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle retraction is slow. This occurred on 3 occasions. The following information was provided by the initial reporter: the speed of needle retraction is more slowly than before that they had used.